Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06263; related manufacturer reference number: 2017865-2020-06265. It was reported that the patient developed an infection. The pacemaker, atrial and right ventricle lead were explanted. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.